Event description:
Info received indicates while performing function check, the technician noticed a head section drift.

Manufacturer narrative:
The technician found the CPR/emergency trend valve had a small fluid leak. The technician replaced the valve to repair the bed.